Event description:
The clinician reports the implant was inserted (B)(6) 2006 in ada 6. Details of surgery: immediate extraction site. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, swelling, bleeding and inflammation. No further patient complications were reported.